Event description:
It was reported that this right atrial (ra) lead was exhibiting atrial undersensing which does not appear to impact the device function. No adverse patient effects were reported. Due to the limited information received, further follow-up to obtain related details was not possible.